Event description:
Boston scientific received information that a 'red alert' due to high out of range pacing impedances was noted associated with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. At this time no patient follow has been scheduled. No adverse patient effects were reported. The correct rv lead model/serial combination could not be obtained. Additional information received noted that an increase in pacing thresholds as well as out of range impedances were noted at the latest follow up.

Manufacturer narrative:
Upon additional information this event will be updated.

Manufacturer narrative:
The most recent information received suggests that another red alert has been detected due to out of range impedances. In addition a yellow alert has also been declared with the right ventricular pacing of > 50%. A follow up has been scheduled.